Manufacturer narrative:
Follow-up information stated that product was discarded immediately after the case was completed. Therefore, there will be no investigation as initially reported. (B)(4).

Event description:
It was reported that after an extensive ablation procedure for persistent afib, the patient expired while recovering in the hospital approximately 2-3 hours after procedure completion. Patient tolerated procedure without incident. Patient was hemodynamically stable. Patient was transferred from procedure lab to recovery area. Prior to procedure start and at completion of procedure, patient was checked for pericardial effusion utilizing ice. No effusion noted. After recovery, patient transferred to patient room in stable condition. Approximately 2 hours after transfer, patient became unstable, then unresponsive. Pea was noted. CPR was performed at the bedside. An echocardiograph was performed that showed an effusion/tamponade. Pericardial tap was performed. The caller did not know if other interventions were done as well. The rf was applied was 30-35 watts at the mv annulus; 30 watts to the roof of the la; 20 watts to the coronary sinus. Autopsy showed perforation/ tear at junction of lipv/ lateral ridge. The causality of the event was said to be procedure related. The caller did state that the customer does not believe a bwi product is responsible for the death.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01; serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02; serial #: (B)(4). Stockert rf generator: model #:m-5463-01; serial #: (B)(4). C3 nav variable lasso catheter: model #: d-1290-01-s; lot #.: unknown. Soundstar 3d 10f-90 catheter: model #: m-5723-05; lot #.: 81043296. (B)(4).